Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient¿s scs system never provided adequate therapy on the right side, but therapy was felt on the left side. Reprogramming was attempted several times. As a result, the penta lead was repositioned on (B)(6) 2019.

Event description:
Based on information obtained, effective coverage has been established post-operatively.